Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had a power on reset which triggered a patient alert. The patient was noted to have had a computerized tomography scan of the head. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a power on reset which triggered a patient alert. The patient was noted to have had a computerized tomography scan of the head. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was returned, analyzed, and a random access memory (ram)/memory check/error test was noted. One power on reset for critical ram parity error, parity error index count was 1 on (B)(4) 2012. One patient alert for device circuit error occurred on (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.